Event description:
The it project manager reported that the gz telemetry transmitters have issues of going into communication loss and later reported on 11/01 that a central nurse's station on b17 froze at 1:59 pm. No patient harm was reported.

Manufacturer narrative:
The it project manager reported that the gz telemetry transmitters have issues of going into communication loss and later reported on 11/01 that a central nurse's station on b17 froze at 1:59 pm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d1 brand name d4 model number catalog number serial number UDI number d10 concomitant medical device g4 PMA / 510k number h4 device manufacture date.

Manufacturer narrative:
Details of the complaint: the it project manager reported that the gz telemetry transmitters have issues of going into communication loss and later reported on (B)(6) that a central nurse's station on b17 froze at 1:59 pm. No patient harm was reported. Investigation conclusion: nihon kohden computer information technology systems support (nk cits) ran network packet captures on the customer's server and noted that the gz communication loss issue may be due to the gz's using dhcp and filling up the database due to ip address mapping. Nk cits wanted to troubleshoot further by changing the configuration of the enterprise gateway server. Nk cits requested approval to restart the unified gateway (ug) service. Multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since we could not confirm further troubleshooting or resolution details. Possible causes of the communication loss are most likely related to the server or the wireless network since this affected multiple telemetry transmitters. Dhcp is a network management protocol for servers/hosts that automatically assigns a "leased" ip address to wireless devices. In some cases, network imbalance may occur when more devices are added to the network faster than the time it takes for the server to remove the leased ip addresses of inactive devices. Network imbalance may lead to communication loss issues for multiple devices. This can be resolved by configuring the server to use dhcp ip reservation which tells the server to assign the same ip address to the wireless device whenever it is connected. Another resolution method is to reduce the dhcp lease time setting. Review of the customer's complaint history shows previous occurrences of gz comm loss under ticket (B)(4), in which the issue was resolved by rebooting the ug service and possible cause was server-related, and ticket (B)(4) where the issue was found to be due to the customer's wireless network hardware and resolved by adding a new access point. Possible causes of the central nurse's station (cns) freezing may include lack of maintenance or hardware component failure. The cns operator's manual states to restart the cns every 3 months as part of period maintenance to prevent an unstable operating system. Hardware component failure can occur due to physical damage or fluid intrusion from mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Review of the customer's complaint history does not show other complaints for cns freezing. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The it project manager reported that the gz telemetry transmitters have issues of going into communication loss and later reported on (B)(6) that a central nurse's station on b17 froze at 1:59 pm. No patient harm was reported.